Event description:
Device 1 of 2: reference MFR report: 1627487-2012-03325. It was reported during the pt's reprogramming session he mentioned experiencing uncomfortable heating at his scs ipg pocket site while charging his scs system. The sjm rep advised the pt of charging recommendations. Follow-up is pending. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction numbers: 1627487-07262012-001-c. This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.